Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had no protector ring in the transference line. This issue was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The sample was returned in an open pouch. The reported problem of missing component was verified during visual inspection. A missing blue pull cap was identified. The sample did not meet specification for the reported issue. A cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.